Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a battery failure. No patient involvement reported at this time.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device is experiencing battery failure, as it cannot be charged. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the device was emitting a series of single chirps and issued an error message indicating the battery is low. The battery was replaced. Self-tests were performed and there were no issues nor errors. Replacing the battery resolved the issue. Follow-up findings reveal the battery was first installed on december 2019. The device instructions for use (IFU) indicates "life-expectancy of a battery depends on the frequency and duration of use. When properly maintained and stored, the life-expectancy of a battery is about 1.5 years." The battery is not expected for return. The device is returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was low battery. The reported problem was confirmed. The device was operational after the battery was replaced. The device was functioning as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.